Event description:
It was reported that defibrillation threshold (dft) test testing was performed to check the system integrity due to the gradual rise in high out of range shock impedances over the past year greater than 125 ohms. The rhythm was induced, however the 17j shock was unsuccessful and triggered code 1005 for open circuit due to values greater than 145 ohms. Technical services recommended to revise the system. Subsequently, the system was explanted and replaced. No adverse patient effects were reported.